Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited poor light. The event occurred during maintenance. There were no reports of patient involvement.